Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The image was working as intended, however, there was a kink on the cable, and the connector tip was smashed and hard to insert in the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high-definition camera head was not working. No image was present. The issue was identified during reprocessing. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.